Event description:
It was reported that knee reconstructions were performed on 18 patients. All of the patients developed superficial cellulitis post-operatively. All original surgeries were performed between 2001 and 2002.